Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air and arterial air alarm occurred at the start of a routine hemodialysis treatment. The arterial air alarm could not be resolved and air was visible in the line. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Air was visibly seen by the operator indicating that the cycler alarmed appropriately. Venous air alarms and arterial air alarms at the beginning of treatment are typically indicative of residual air in the cartridge that was not adequately removed by the operator during prime. The user's guide contains adequate instruction for removal of air during prime and during treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed air removal procedures with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.